Event description:
It was reported that: pt is complaining of pain in hip area for the last three weeks. Pt has also reported having difficulty walking and being unable to sleep on right side. Pt is having pain in the groin area that runs to the front of her thigh. Pt is experiencing fatigue. Pt had appointment with surgeon on (B)(6) 2012. Pt is reporting that she had x-ray, esr, quantitative crp test, cbc with differential, metal ion (cobalt and chromium and nickel).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.